Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 37 and 48 hours and blood glucose levels reached 17 mmol/l (306 mg/dl). The patient was taken to the hospital and had an abscess surgically removed. The patient was prescribed cesalexin 500 mg and also took over the counter panadol extra paracetamol 500 mg for the pain. The patient placed a new pod to lower bgs. The patient was released from the hospital after 3 days. The pod has been discarded.